Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and total delamination of valve. Leak test and microscopic analysis was performed which identified: total delamination of valve and wear abrasion. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been unilaterally replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been unilaterally replaced.